Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the fallen off part of the connecting tube, the cause was due to usage stress or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhinolaryngo videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that a fallen off part of the connecting tube was found. There was no patient involvement.